Manufacturer narrative:
(B)(4). The customer reported 3 and 12 leads ECG are intermittent on the last 3 pts. There was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported 3 and 12 leads ECG are intermittent on the last 3 pts. There was no reported adverse pt impact.